Manufacturer narrative:
Event date and implant dates estimated since unknown.

Event description:
It was reported via the watchman patient call center that dyspnea and swelling occurred. A left atrial appendage closure procedure was performed, and a watchman flx laa closure device was implanted. The patient reported having difficulty breathing since getting the watchman in (B)(6) or (B)(6) of 2021. The patient stated he has to wear size 13 shoes because he does not fit into his size 8 anymore. He stated he has been to the emergency room 30 times. He stated the doctor does not know what caused the difficulty breathing. He is currently taking clopidogrel. He stated every time he takes a step he is breathing like a dragon and has no energy. This is all the information the patient was able to provide.